Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced hypoglycemia with symptoms of "could not talk, get up or move", and was unable to self-treat, requiring third-party administration of sugar and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on an android/fsll version 2.8.1.9305 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.